Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. Pt said now starting several months ago, pt didn't think the ins was working right as they were in pain. Pt mentioned they and their spouse were concerned the pt's body might be rejecting the ins as that was where the majority of pt's pain was. Pt described the pain as debilitating, said they had been in bed since tuesday, and over the weekend they couldn't talk. Pt said the last meeting with their healthcare provider (hcp) a few weeks ago and the hcp put in a request for a manufacturer representative (rep) to meet with the pt then, but pt hadn't met or heard from anyone yet. Pt said they had another hcp appointment and demanded a rep show up. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed role of patient services and rep, provided national answering service number for doctor's office to call to page a rep, and emailed field team in hcp's area. Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient. The np agreed that the ins may have shifted slightly due to increased activity butnothing major. Reprogrammed patient. Additional information was received from a manufacturer representative (rep). The rep reported that the patient stated they had been more active doing new exercises that may have contributed to the increased pain. Rep confirmed information with the nurse practitioner (np). The patient had not been reprogrammed in quite some time, reprogrammed their spinal cord stimulator (scs) and waiting to hear back from patient regarding pain relief. The device is working properly, impedances are all within range. Rep confirmed with np that the patient may have aggravated ins site due to new exercises/movements. According to np the surgeon does not always anchor the ins down, therefore the ins may have shifted slightly. There was nothing showing that the device was not working correct. Issue has been resolved. The provided information has been confirmed with the physician/account.